Event description:
During a mini-open rotator cuff repair the tip of the needle broke. The broken portion of the needle remains in the patients joints. Sales rep. Stated that the surgeon experienced a delay of less than five minutes and was able to complete the procedure without further issues. No patient injury or complications resulted.